Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed, as the customer later reported that the issue was related to cabling and had been resolved after recabling the system to match another setup. The device will not be returned to olympus for evaluation. The complaint was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed color bars on the monitor. There were no reports of patient involvement.